Manufacturer narrative:
It was reported by the facility that a needle got stuck in a patient while the plunger detached from the syringe. No additional information was provided. The sample was received but the root cause could not determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that a needle got stuck in a patient while the plunger detached from the syringe.